Event description:
It was reported that one week post implant follow up interrogation shows multiple asystole episodes within one day of implant. All episodes show indications of electrode disconnect. The implantable loop recorder (ilr) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).